Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 172 mg/dl and a correction bolus was delivered to address the bg level. The customer declined tandem technical support's offer to perform a system check to determine a possible cause of the occlusion. The customer also stated that two inaccurate fill gauge readings were received while filling the cartridge. After reloading the second cartridge, an accurate fill estimate was received.